Manufacturer narrative:
(B)(4). The customer returned one used three-lumen cvc for evaluation. Tape was present on the medial extension line. No issues were identified. After a leak was detected during functional testing, the area was microscopically examined and a hole was identified in the medial extension line adjacent to the tubing. The hole had the characteristics of being caused by external stressing. A lab inventory syringe was used to pass water through the extension lines. A leak was found in the medial line adjacent to the hub. No issues were identified with the distal and proximal extension lines. The medial luer hub was cross-sectioned and the tubing was found to be fully seated in the hub. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product provides information on the use and maintenance of this device. The customer reported issue of the medial extension line leaking was confirmed during the complaint investigation. Visual and functional testing of the returned catheter identified a leak in the medial extension line adjacent to the hub. The hole had the characteristics of being caused by external stressing. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that after approximately two days, the extension line of the medial lumen leaked.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that after approximately two days, the extension line of the medial lumen leaked.